Event description:
Patient noted to have increased cough and anxiety. Family in room and called nurse. Nurse noted air-in-line and stopped infusion. Doctor called and patient noted to improve to baseline. This event was followed by a second similar event on (B)(6) 2013 on the same unit which made the origination begin a deeper investigation. We began aggressive case finding and found an earlier incident we believe is related that occurred (B)(6) 2013 and has been reported separately. Date of use: unknown to (B)(6) 2013. Diagnosis: ewing¿s sarcoma.